Event description:
It was reported that a patient was being restraint in bed with head and foot siderails raised up, that the patient was able to get out of the bed through a space at the foot end of the bed, that patient took a walker, walked and fell. It was reported that the staff was not using the bed exit monitoring system as the siderails are seen and used as restraint in their protocol.